Event description:
New information notes that the patient's device was reprogrammed on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. No intervention was reported. The patient was stable. More information has been requested for but has not been provided.